Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been damaged. The field service engineer (fse) found that the magnetic strip in drawer 4.2 in the main unit had broken and come out of the drawer. The fse went to the depot, obtained a replacement drawer, and replaced drawer 4. The fse used the hardware test application to remove and replace the cubies. After rebooting, the drawer was assigned, and all components were working properly. A final test was performed on both halves of the drawer and preventative maintenance inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer was broken, and a magnetic piece had come off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.